Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant was removed in medical centre but they do not know the reason.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp, tsv,4.1mm, sbm,11.5 (tsv4b11) was returned for investigation. Visual evaluation of the as returned implant identified signs of use but no apparent signs of malfunction. Functional testing could not be performed due to the nature of the device and event (no information provided). No pre-existing conditions were noted on the per. The device had been placed on tooth #46 (fdi) for approximately 10 ½ years. Device history record (DHR) review for the lot (61758782) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Sterilization records (st#1740) were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (61758782) for similar events (complaint category keywords: cannot be determined) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. Additionally, nothing (event) could be verified as the exact details of event and patient anatomical conditions were unknown.

Event description:
No further event information is available at the time of this report.